Manufacturer narrative:
Customer technical support (cts) assisted customer in troubleshooting and had customer clean sampling area and probe wipe then bleach probe wipe. The customer ran a startup and controls; all parameters passed and no blood was on top of tubes anymore. The white blood count (wbc) was recovering near targets. The customer will monitor the instrument. As of (B)(4) 2013, there has been no recurrence of the event reported by the customer. Beckman coulter field service engineer (fse) was not dispatched to site for this event. The leak was resolved through troubleshooting of sampling area and probe wipe. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that a few milliliters of blood leaked (dripped) from the coulter act diff 2 analyzer probe and was being left on tube caps after running sample and troubleshooting for recovering low on white blood count (wbc). The leak was not contained within instrument as blood had spilled into the closed sampling area. The customer was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this incident. No death or injury is attributed to this event and there was no change to patient treatment.